Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient reported "doctor (urogyn) said I needed to have a hysterectomy, sacrocolpopexy, with mesh and mid-urethral sling. My one and only complaint was a bulge in anterior compartment which didn't hurt. I also didn't have sui. Doctor insisted I have the above major surgery to correct the problem. I continually asked about the dangers of mesh. His answer was this is the new mesh, if I use vaginal estrogen I won't have any problems. After surgery I had to go to the emergency room (ER) when my bladder locked up due to the j & j mid-urethral sling. Urge incontinence was terrible after the implant. I had to have sacrocolpopexy mesh (coloplast restorelle) removed after nine months due to pain in vagina. I had pain that was in my upper vagina and rectum. I believed it was due to healing. But in 2018, I had to go to the ER because my bladder locked up. This continued to happen if I didn't go to the bathroom often. I went in for my post op check in 2018. The patient reported that the doctor said, "my vagina looked so good no one would ever know I had children." I was cleared to have intercourse. I tried several days later and it was excruciating. I couldn't have penetrating intercourse. I went to see my ob/gyn about the problem. They gave me estrogen and said vagina was very tight. Even after the estrogen, I couldn't have sex. The pain in my vagina had become like a mini jackhammer beating in me. My rectal pain was terrible if I would stand for too long. I started looking for a doctor to remove the mesh. No doctor in can do a complete mesh removal, so I looked out of state. I visited two physicians. Both doctors said I was having some kind of an adverse reaction to the mesh. I decided to have it removed in. It was a nine hour surgery and three day hospital stay."

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and the updated 510k number and added code. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.